Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with complaints of new erythema and pain around their driveline exit site. The patient had a low grade fever and mild leukocytosis. On the computerized tomography (CT) scan of the abdomen/pelvis, inflammation was seen at the exit site but did not progress up the driveline and there was no drainable fluid collection. The patient was started on vancomycin and zosyn empirically. A culture was performed which grew pseudomonas aeruginosa (psa) which was susceptible to ciprofloxacin. The patient's pain and induration improved and they were discharged on ciprofloxacin after the electrocardiogram (EKG) was normal. The patient was then seen in clinic on (B)(6) 2020 and doing well. To avoid resistance, the patient stopped ciprofloxacin on (B)(6) 2020. The patient was restarted on keflex to suppress their methicillin-susceptible staphylococcus aureus (mssa) infection. The patient had blood work on (B)(6) 2020 which was reassuring. On (B)(6) 2020 the patient had diarrhea, malaise and a low grade fever. On (B)(6) 2020 the patient's fever spiked to 101.8 f with worsening abdominal pain. The patient was admitted to the hospital. A CT scan showed increased inflammation along the driveline but no drainable abscess. Zosyn was started, a culture from the exit site showed a cipro resistant psa which was susceptible to zosyn. A peripherally inserted central catheter (PICC) line was placed and the patient was discharged on (B)(6) 2020 on continuous zosyn followed by an outpatient team. The patient was seen again in (B)(6) 2021 and was stable but still felt some pain at the mid-abdominal area. Cultures at the time only grew bacillus species. Zosyn was elected to be continued. No additional information was provided.